Event description:
A report was received stating the ventilator generated a high pressure and high mv alarm during ventilation of the patient. Upon inspection, nursing staff noticed the ventilator's auto trigger function was activated. The nurse attempted to suction the patient but this did not silence the alarm. Nursing staff noticed the patient's oxygen saturation had decreased to below 90%. At this time, the patient was removed from the ventilator, manually ventilated then placed on an alternate device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The site reports that the device has not yet been repaired. (B)(4)

Manufacturer narrative:
(B)(4). The referenced device was inspected and the reported event was confirmed. The printed circuit board (pcb) was replaced to resolve the issue. The pcb was then returned to the manufacturer for further failure analysis. The reported high pressure alarms were not duplicated when the pcb was placed in a test ventilator. The event reported to be caused by the pcb was not duplicated.